Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-02082. The patient reported being able to increase amplitude to the maximum, however therapy cannot be felt. Follow-up identified reprogramming was attempted to no avail. In turn, x-rays were ordered to further evaluate the issue. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced. Effective therapy was restored postoperatively.